Event description:
It was reported that the patient received the magic3 hydrophilic male intermittent catheters without any instructions on how to use them and had to call the liberator. Representative explained the patient on how to use the water packets and also advised the magic 3 order arrived which are pre-lubed.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect labeling operation". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient received the magic3 hydrophilic male intermittent catheters without any instructions on how to use them and had to call the liberator. Representative explained the patient on how to use the water packets and also advised the magic 3 order arrived which are pre-lubed.